Event description:
It was reported the patient is experiencing discomfort at her ipg site. The patient reported she has lost a significant amount of weight, stating it feels like the ipg is closer to the surface of her skin than originally implanted. In addition, the patient reported she feels the device moving in the pocket. It was noted the device is operating as intended. The patient plans to meet with her surgeon to discuss her options regarding the depth of her ipg.

Manufacturer narrative:
This ipg serial number was included in three field advisories: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.